Event description:
A report was received alleging the monitor displayed missing segments for the referenced pulse oximeter. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer service engineer (cse) inspected the device and confirmed the reported issue. The front cover, ribbon cable, and front printed circuit board (pcb) were replaced to resolve the reported issue. The device then operated per manufacturing specifications.